Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4).2016, the reporter contacted animas alleging a hospitalization for diabetic ketoacidosis, a blood glucose over 600 mg/dl, rapid heart rate, and chest and shoulder pain. The reporter indicated that the pump bolus delivery seemed to be ok but they were questioning the pump's basal delivery. During troubleshooting the basal delivery history was found to match the user programmed basal rates and was reflected in the pump total daily dose history. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis related to an alleged delivery issue.